Event description:
It was reported via x-ray that 2 everest set screws 'popped off' the sacroiliac area post-operatively. Revision has taken place, date unknown.

Manufacturer narrative:
Visual inspection: the product appeared to be visibly worn on the superior side. The inferior side showed signs of chattering, which appears as scratches in a star-like pattern. The marking on the inferior side indicates use of the device against the stg. The chattering could be caused by the set screw being final tightened into the screw tulip before proper rod reduction, or the set screw being under-tightened to a torque value below the recommendation, causing the marking to appear over time as the set screw slowly backed out of the tulip. Complaint history records were reviewed for this lot, nine similar complaints were identified. No external trauma was reported leading up to the event. It was reported that the surgeon prepped the bone with a 7.5 mm tap. Audible torque was used to determine set screw final tightening and the amount of tightening was indicated as the same for other set screws used in the construct. An x-ray was provided of the patient's construct and confirmed the migration of the two set screws. One set screw can be seen to have disassembled from the caudal pedicle screw on the right side of the construct from the posterior view. The representative reported that during the initial surgery, the rod was reduced utilizing a basecamp reducer and the set screws were final tightened utilizing the audible torque device. During the revision surgery, it was noticed that the other set screws in the construct had loosened. The final tightening process was repeated on these loosened set screws utilizing a torque indicating wrench. Due to the loosening of the set screws in the construct, the everest torque limiting wrench utilized to final tighten during the initial surgery was returned for evaluation. The returned device passed the torque calibration inspection, and therefore functions as intended. The most likely root cause of the reported event is the set screws being under-tightened to a torque value below the recommendation, causing the set screws to migrate from the tulip. However, the root cause cannot be conclusively determined as the audible torque wrench utilized during final tightening was calibrated to the recommended torque value. The instrument has two conditions which may affect its complex internal mechanisms, leading to a lower torque value than recommended. The instrument is meant to be rotated gradually, and not jerked, as the handle is sensitive to turn speed. A faster turn speed equates to a lower torque achieved. In addition, the instrument must be brought to room temperature before use. Either of these conditions may have contributed to the reported under-tightening of the set screws, resulting in migration.

Event description:
It was reported via x-ray that 2 everest set screws 'popped off' the sacroiliac area post-operatively. Revision has taken place, date unknown.